Event description:
Acuvue oasys with hydraclear plus (contact lens) lot # b016nvg (new) re-ordered my prescription after not using my contacts after awhile. Identical brand from old prescription. Visible difference: new one has teal packaging and while older one has blue/white packaging. The newer one feels noticeably thinner. When cleaning with lens solution the new one buckles under its own weight and folds easily. When worn the new lens causes dry eyes. Protein deposit also form only after several hours of use (~4 hours). Slight burning sensation that lingers after removal of the contact lens. I have tried the contact lens from 2 different lots--one that I ordered through 1800-contacts and the second was given directly from the optometrist's office. Both had the same issue. Note I am using bausch + lomb renu multipurpose solution not a peroxide based solution. I still have the older contact lens so I am able to make a comparison to the feel of each one--and there is a clear difference. I am contacting my doctor to switch brands since I do not know if this is an error with the contact lens or if a change has been made to the composition of the lens or something in the packaging is leeching into the lens itself. Located on exterior of 24 pack package (B)(4) v00c9sx033 made in USA 2024-07-02 lot v00c9sx (B)(6) located on exterior of 6-package inside 24-pack (B)(4) b016nvg74n made in USA 2024-07-02 lot b016nvg74n (B)(6) located inside package on individual contact lens 7201 2024-07-02 2029-07-01 lot b016nvg. Reference report #mw5161911.